Manufacturer narrative:
The device used in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, therefore the root cause is undetermined at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. However, this investigation is now complete. As no batch/lot number has been provided a review of the device history has not been possible. However, at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.

Event description:
It was reported that during npwt utilizing renasys touch, the message of blockage alarm was displayed on the screen; the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.